Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device history file has been analyzed in our bbm laboratory in melsungen, germany: no sample was sent to melsungen for investigation, but the history part "device" was attached to the cc-notification from the day of the incident. Based on this history file, a vtbi infusion was started on the 30th of april 2021 at 12:08pm. Before starting the volume 723ml and the flow rate of 376.70ml/h were set by user. At 03:15pm the vtbi-pre end alarm occurred and was muted by user. At 03:18pm the volume was 723ml was used and the pump stopped the infusion. The alarm was muted at 03:21pm and the infusion was started again by user. The infusion was stopped at 03:43pm. 863.25ml were infused. The infusion line was removed from the pump at 04:33pm. The complaint is not confirmed, because the infusion was started again by user, after the volume of 723ml were infused by the pump.

Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "over infusion." According to customer: "additional information received: the total volume put in the smart pump was 723mls on friday (B)(6) 2021. The patient was well after, had a full blood count taken and kept for an hour after the over infusion. Discharged home well."